Manufacturer narrative:
Following our receipt of the one returned used sensor and performed visual inspection and found needle separated from sensor base and then inspected insertion needle for burrs/hooks and dull needle tip defects and none were found. Introducer needle passed per specifications. Checked for sensor flex damage and none was found. In summary, the customer complaint of needle separated from sensor base could not be confirmed because the sensor was already opened or used when we received it for testing, it is impossible to determine when or how this happened. The customer complaint for senso flex damage was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a bent sensor. The customer reported no adverse event. The event involved product(s) mmt-7020b. Troubleshooting was performed, and the customer reported that the sensor needle was broken during the insertion, but the needle was not inside the body. No harm requiring medical intervention was reported. No product return is required for mmt-7020b.